Event description:
It was reported that two drivers for synfix and one driver for the matrix spine system are worn out from use. The two drivers for synfix no longer hold onto screws. The stardrive shaft has an end that is worn, it is not effective and it comes out of the screw when trying to torque. There have been no reports of issues during surgical procedures. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device performed as part of the product investigation reported the t25 stardrive shaft for matrix (03.632.002 lot 6610963) was received with a worn/rounded distal tip. Otherwise, the instrument is in good condition. The t25 stardrive shaft for matrix (03.632.002 lot 6610963) is a component of the matrix deformity basic instrument set (01.632.015) which is used for the matrix spine system. The matrix spine system ¿ degenerative is a ¿comprehensive thoracolumbar pedicle screw system designed to provide flexibility, biomechanical performance and a total solution to complex posterior pathological challenges¿. The t25 driver is specifically designed to be utilized with a 10nm torque limiting ratchet handle and a countertorque cannula to tighten and loosen locking caps which secure rods into polyaxial and or pedicle screws (matrix spine system ¿ degenerative j9699-d and matrix 5.5 ¿ technique addition ¿ straight tip t25 stardrive shaft dj6924-a). A drawing for the t25 stardrive shaft was reviewed relating to the assembly (03_632_002 rev a). This drawing was found suitable to determine the intended device design, application and dimensional conformity. The driver was found to have met the drawing specifications. The product was received under the complaint condition ¿does not fit with other parts¿. The driver tip is rounded and worn. This instrument was manufactured in 2011 and has been in service for three years. The tip becoming worn or rounded is typical wear and tear for this type of device, but it can be accelerated through the use of excess torque. The technique guide requires that a torque limiting attachment be used in conjunction with the driver for use tightening/loosening locking caps. The tip becoming stripped after only three years of use is likely a result of not using a torque limiting attachment, and then applying enough torque to strip the driver. After reviewing the related product drawings, and complaint history the design is adequate for its intended use and did not contribute to this complaint condition. The product did fail, so the complaint is confirmed. The complaint condition of the driver not being able to hold the screw was the result of a worn/rounded tip. The failure is consistent with wear and tear, however based on the device age, it is likely that the wear was accelerated by not using a torque limiting device when inserting/removing the locking caps. This would allow excessive torque to be applied which would cause the tip to strip. The device is therefore determined to be suitable for its intended use if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.